Event description:
A patient reported experiencing horrible tooth pain recently. The patient was prescribed antibiotics and after 2 days the pain went away. The patient went to their doctor of dental surgery where they provided the patient with a letter of recommendation suggesting dental work for the patient to include recommended tooth extraction for tooth #19 and trimming aligner for fit. The patient had restorative treatment and was recommended for a new crown for tooth #18.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.